Event description:
It was reported that the patient experienced a pod malfunction whereby the needle protruded from the ¿wrong side¿ of the device causing the patient¿s arm to bleed. The duration of pod usage was not reported. No blood glucose readings were reported. The patient did not seek medical assistance. No additional details regarding the incident is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: data not availableomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.